Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead failed to sense. Visual diagnostics and direct examination confirmed that the ra lead had become dislodged. On the fourth attempt, the helix failed to extend. As a result, the ra lead was removed and replaced. The patient had no adverse consequences.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue and failure to sense. A complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was extended and clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was overtorqued consistent with procedural damage. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to retract and extend. The measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the overtorqued inner coil and the helix clogged with blood/tissue. The reported event of failure to sense was not confirmed. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.